Manufacturer narrative:
The tyshak mini pediatric pvt catheter is indicated for pediatric valvuloplasty. The physician used this catheter to dilate a ureter which is not an approved indication. Numed recommends the use of an inflation device with pressure gauge for inflation so that the pressure can be monitored. This physician inflated it by hand, so we are unable to tell what pressure the balloon burst at. Two samples of the same lot number of device were tested for burst pressures. These two catheters were rejected in final qc for flaw in the inner tubing as well as out of spec image band placement. Neither of these reject criteria would affect the burst pressure. Both of these catheters burst at 10 atm which is over the rated burst pressure of 6 atm.

Event description:
Balloon burst.